Event description:
There was a slice in the end of the tubing of the smart port and it leaked. Physician was able to cut that part off. He checked for leaks, found it to be okay, and continued to use it. Defective tip of port was returned to manufacturer for evaluation.======================manufacturer response for power-injectable port, smart port CT (per site reporter)======================manufacturer provided rga# for defective tubing with slice from a smart port CT, to be returned for evalauation. Port itself was implanted.